Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(6), batch: 17513760/17513760.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a full system explant procedure. The patient was doing well postoperatively. The explanted devices will not be returned, as they were disposed by the medical facility.